Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing with a retained kit. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 23366be01 and the complaint issue. Labeling review concludes that the issue is adequately addressed. A retained reagent kit of the complaint lot was tested in a specificity setup. All specifications were met, and no false nonreactive results were obtained, indicating that the specificity performance is acceptable. Based on the investigation, no systemic issue or deficiency with the architect hiv ag/ab combo reagent lot(s) was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 04j27-78 that has a similar product distributed in the us, list number 2p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect hiv ag/ab combo results when compared to other methods for a (B)(6) year-old male patient. The architect result was (B)(6), roche result was (B)(6) , and the gold standard was (B)(6). The results were sent to the cdc and they reported that the results were inconclusive. No impact to patient management was reported.